Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hemorrhoidectomy. According to the reporter: the device fired the blade and the staples released, but never hit anvil to form into a "b" shape. The stapler cut but did not staple. The surgeon had to sew the whole cut line. There was no bleeding in excess of 250cc. The operating room time had to be extended by more than 40 minutes. There was no unanticipated tissue loss.